Event description:
Pump was reported to overinfuse. It was supposed to be in the intermittent mode and give a 50ml bolus every 8 hours with a kvo rate 6ml/hr. The infusion was expected to take 24hours to complete. The bag contained 170ml of solution, consisting of 900mg clindamycin and 27mg ceftazamine. The patient's family reported that the entire bag went in less than three hours. There was no report from the healthcare provider of any medical intervention or patient injury occurring. The patient was re-admitted to the hospital after this event for a routine visit to the hyperbaric chamber and was set to be released after 24 hours of observation. The patient did not trust the pump afterwards and remained in the hospital for 6 days so that manual infusions could be performed.